Event description:
It was reported that the pump exhibited a ¿cassette not attached properly, reattach cassette¿ error. Another cassette was used, and the same error message displayed. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. During the functional test, the cassette was attached and the pump was prime. The dso and uso values were observed in the mu mode. The reported issue was duplicated. It was determined that the cause was due to a faulty uso and that the dso recorded at just 40. As a result, the dso sensor and uso were replaced and an accuracy test was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and d4: UDI are unknown g5: 510k number unavailable.